Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had intermittent capture due to high capture thresholds. The patient was asymptomatic. On (B)(6) 2022, the rv lead was capped and replaced. The patient was stable throughout procedure.